Event description:
Information received regarding the explanted device notes that during the last 30 minutes of a flight, the patient felt chest pain. Upon arrival at the airport, the patient was transported to the hospital. In the emergency room, an ECG revealed a paced heart rate of 180 ppm. Only when an interrogation was performed or a programming command was sent did the pacer revert to a normal base rate. Subsequently, the pacer was replaced.~~~~~